Manufacturer narrative:
(B)(4). Investigation summary: a pdf document with two pictures was received to for evaluation. As per visual inspection of the two pictures received, it was observed three overwrap packet shows the back packet and the printing information of the packet is defective. The defective/ illegible print defect observed during the visual assessment has been correlated to the manufacturing process. Based on the information currently available, the defective/ illegible print was identified during the investigation of the pictures received. This product issue will be addressed through quality system. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. A manufacturing record evaluation was performed for the finished device batch and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental events reported via: 2210968-2021-09153, 2210968-2021-09154 and 2210968-2021-09157.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2021 and suture was used. Before use on the patient, it was reported that the label was missing on the packaging. There were no patient consequences reported. No additional information was provided.